Event description:
Medically necessary surgery; I got in the shower. A few minutes in I had the host excruciating pain that radiated from my breast down my ribs and across my abdomen. My allergan saline implant had ruptured. I had to have surgery to have it removed. The surgeon said the seal had failed and the implant ruptured all the contents rapidly into my body. The implant then folded in on itself causing extreme pain until the surgeon could get me in to have it removed. FDA safety report ID# (B)(4).